Event description:
The customer reported that the icon for the remote had been turned on. It was indicated that the customer had a severe low bg and was treated by paramedics. The customer stated that the paramedics might have accidentally turned it on. After troubleshooting, the customer stated that the pump alarmed and woke pt up. The customer cleared the alarm and when they turned on the backlight they noticed that the pump was delivering insulin. The customer stopped the pump. Then after they resumed it, the pump continued to deliver the insulin. The reservoir was removed from the pump to prevent over infusion of insulin.